Event description:
It was reported that plunger movement occurred during use with a syr 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the syringe didn't draw drug."

Manufacturer narrative:
Investigation summary: customer returned (1) loose 30g x 8mm, 0.3ml bd insulin syringe from lot 8169626. Consumer reported the syringe didn't draw drug. The returned sample was examined, and then tested for flow using water: the syringe was not able to draw properly. A wire test was then performed on the sample: the wire would hit a hard material, and could not pass through the length of the cannula. It is possible that this hard material is excess adhesive from the manufacturing process, resulting in an adhesive clog within the cannula. A review of the device history record was completed for batch# 8169626. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog). As per investigation completed by manufacturing, "on 19th aug 2019, holdrege received (1) loose, 0.3 ml bd insulin syringe from batch 8169626 a. All samples were decontaminated per (B)(4) prior to being evaluated. A visual evaluation of the (1) syringe returned from the customer appeared to have adhesive clog inside the cannula. Process: ¿the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. ¿during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. ¿the cannula is then re-inserted into the hub with vacuum. ¿the pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger movement occurred during use with a syr 0.3 ml 30ga 8 mm 7bag 420cas jp. The following information was provided by the initial reporter, "the syringe didn't draw drug."